Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. In addition, the customer experienced a low blood glucose (bg) level of 44 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg level. Reportedly, the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.